Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported during a follow up the pacing thresholds of this right ventricular (rv) lead had increased, thus a revision took place to reposition this rv lead. The lead was attempted to be removed from the body, but it was not possible. When the physician pulled the lead the lead dislodged and after removing the lead form the body the helix mechanism was not possible to retract. A new lead was thus used. This lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned intact. The helix of the lead was bent and extended with dried body fluid and tissue noted in the helix housing, which was normal for active fixation leads. Visual inspection noted stretched coil approximately 290 mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not confirm the dislodgement allegation although this was a known inherent risk of device, the high capture thresholds allegation was not confirmed based on normal lead resistance measurements, while the helix difficulty to remove allegation was confirmed based on the observation of a deformed/bent helix.

Event description:
It was reported during a follow up the pacing thresholds of this right ventricular (rv) lead had increased, thus a revision took place to reposition this rv lead. The lead was attempted to be removed from the body, but it was not possible. When the physician pulled the lead the lead dislodged and after removing the lead form the body the helix mechanism was not possible to retract. A new lead was thus used. This lead was returned. No additional adverse patient effects were reported.